Event description:
On (B)(6) 2013, a distributor contacted animas alleging that a pump was unable to power on with no vibrations or audio tones. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2014 with the following findings: the last basal delivery was recorded on 10/01/2013 when the pump was powered off for an unknown reason and then powered back on after a 1 month and 3 day period on 11/04/2013. The pump registered the battery voltage count to be above battery alarm/warning threshold prior to the pump's power off. A visual inspection showed no damage to the battery compartment. The battery cap has stripped threads and was unable to fit securely and the pump rebooted as a result. A test cap was able to fit securely and to maintain an electrical connection. The pump powered on and displayed the verify screen. The test cap was fastened and then it was unscrewed a half turn with no reboots occurring.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).